Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that a new access site was created in order to deflate the balloon. A sterling balloon was selected for a percutaneous transluminal angioplasty procedure in the occluded arteriovenous shunt vessel. During the procedure, the balloon failed to fully deflate. While attempting to withdraw, the sterling could not be removed through the 4f non-boston scientific introducer sheath. The patient was punctured again to pierce and deflate the balloon. The sterling and sheath were removed and the procedure was successfully completed. No patient complications were reported.